Event description:
Patient came in for a scan and complained of internal burning sensation. The left shoulder area had redness on the skin and heat to touch. No ointments, bandages, or medication given. Patient left after scan. This incident is the 3rd of three patients who had complaints of burns following an MRI scan. MRI scan had been alarming due to errors since nov 2024. (B)(4). A ge field engineer was flown in and serviced the machine (B)(4). The practice continued to get error messages after the engineered serviced/replaced parts. An example of an error was a humidity error that prevents proper functionality of the machine. The practice is claiming the patient's pre-existing conditions are the main reason for the burns. Refrence reports: mw5166844 and mw5166843.